Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the pump powered on to a blank display screen. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. When the pump was able to power up, it was determined that an eeprom failure had occured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 006 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.